Event description:
The customer reported the x goes out, but it does not start. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, but the issue could not be duplicated. The device passed all testing and was returned to service. There was no request for further action or response form the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.